Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) and right ventricular (rv) leads had both dislodged. It was not possible to revise either of the leads due to abrupt dislodgement, and tissue found stuck in each helix. The leads were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. During our evaluation, the helix would extend and retract within specifications. If information is provided in the future, a supplemental report will be issued.